Event description:
Customer reported at 5:19, device = 516 mg/dl. Customer took insulin. One hour later, customer stated device = 519 mg/dl. Customer went to the emergency room (ER). Lab result = 392 mg/dl. ER gave customer 5 more units of insulin and then sent home. No controls were used. Device was not coded correctly. A request was made for return product and replacement product was sent.